Manufacturer narrative:
A return request was made for the product return. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was in storage mode. The patient was not diligent about keeping monthly follow-up appointments. The patient had come to the hospital complaining of a lack of energy. Upon and interrogation, storage mode was detected. The patient's heart rate was in the 30 beats per minute range. No further effects were reported. The device was explanted and replaced the next day. This device is included in the shortened replacement window advisory.

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
--